Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed at the last 3 inches of the lower part of the leg, right by the ankle. The harvester could not maintain a proper tunnel and the case was completed by an open-leg technique. No other pt complications were reported. This report is being submitted because the procedure was completed by an open-leg technique.